Event description:
It was reported that this right atrial (ra) lead recorded high out of range pacing impedance measurements and oversensed noisy signals. Technical services (ts) reviewed the device data and impedance spiked from the 500 ohms range to greater than 3000 ohms and stored signal artifact monitor (sam) episodes with oversensed noisy signals. Subsequently, this ra lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported outside the revision procedure.